Event description:
It was reported the top and bottom case were broken. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) heart block and lead flex cover are contaminated. The upper and lower cases and side bail covers are broken. The ring is bent.